Event description:
It has been reported to philips that the tempus pro screen not working even though turned on. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.